Event description:
It is reported that the device was implanted in 2008 and the pt was revised about 17 days later, due to the acetabular implant loosening.

Manufacturer narrative:
Eval summary: the device was in-vivo 17 days before a mating component (acetabular cup) was revised. No prod or mfg info is available for mfg eval. It is most likely that the devices listed were not factors in the alleged event of the loosening of the acetabular implant. Surgery notes and post-surgery x-rays are unavailable. It is unk if the kinectiv femoral stem and neck were implanted with the correct orientation and correct fit, as per surgical technique. The instruments used during surgery are unk. The pt activity level and rehabilitation treatment plan are also unk. Eval codes: no prod was returned. Review of the device history records was also not possible as the prod and/or lot numbers required for retrieval were unavailable. It is not suspected that the prod failed to meet specifications. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.